Event description:
It was reported to boston scientific corporation (bsc) that a cre pulmonary dilatation catheter was used in the larynx during a procedure performed on (B)(6) 2021. The narrow airway tree was dilated by endoscope, and the positioning of the balloon at the narrow point provided a visual reference point. It was reported that when the larynx was dilated by the balloon during treatment, the balloon leaked after the first dilatation. An alliance syringe was then used to deflate the balloon; however, a sound was heard from the syringe which frightened and caused anxiety to the 5-month-old patient. The procedure was completed with another cre pulmonary device. In the physician's assessment, there was no serious injury, and no treatment was needed for the patient effects. The patient's current condition was reported to be stable. Correction: note: the instructions for use (IFU) indicate that the cre pulmonary is intended to endoscopically dilate strictures of the airway tree; however, the balloon was used to dilate the larynx for this case. Additional information received on march 14, 2021: it was clarified that the sound heard was from the alliance handle, not from the alliance syringe. Additionally the procedure was completed with this inflation device.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: device code a0504 captures the reportable event of balloon leak. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation (bsc) that a cre pulmonary dilatation catheter was used in the larynx during a procedure performed on (B)(6) 2021. The narrow airway tree was dilated by endoscope, and the positioning of the balloon at the narrow point provided a visual reference point. It was reported that when the larynx was dilated by the balloon during treatment, the balloon leaked after the first dilatation. An alliance syringe was then used to deflate the balloon; however, a sound was heard from the syringe which frightened and caused anxiety to the (B)(6) month-old patient. The procedure was completed with another cre pulmonary device. In the physician's assessment, there was no serious injury, and no treatment was needed for the patient effects. The patient's current condition was reported to be stable.